Event description:
As reported, the sheath of a 6/7f mynx grip vascular closure device (vcd) could not be advanced fully when the physician attempted to pull the sheath back up to click into place, preventing exposure of the white tamp tube. The balloon was deflated, and the entire system was removed from the patient. Manual pressure was applied to achieve hemostasis. There was no reported patient injury. The sheath used was a 7f non-cordis sheath introducer, and the device was stored and prepared according to the instructions for use (IFU). This was a percutaneous coronary intervention (pci) procedure with no mention of calcium at the groin access site. A retrograde approach was used during the procedure. The deployer was certified in the use of the mynx device. Suitability of the femoral artery was verified on angiography, including confirmation of the vascular sheath introducer insertion angle of 30¿45 degrees. The device was used in an arterial vessel with a verified diameter of at least 5 mm. There was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. No significant resistance or excessive force was encountered during shuttling down. The device storage temperature did not exceed 25¿°c. When retracting the sheath they could not get everything to shuttle up. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sheath of a 6f/7f mynxgrip vascular closure device (vcd) could not be advanced fully when the physician attempted to pull the sheath back up to click into place, preventing exposure of the white tamp tube. The balloon was deflated, and the entire system was removed from the patient. Manual pressure was applied to achieve hemostasis. There was no reported patient injury. The sheath used was a 7f non-cordis sheath introducer, and the device was stored and prepared according to the instructions for use (IFU). This was a percutaneous coronary intervention (pci) procedure with no mention of calcium at the groin access site. A retrograde approach was used during the procedure. The deployer was certified in the use of the mynx device. Suitability of the femoral artery was verified on angiography, including confirmation of the vascular sheath introducer insertion angle of 30¿45 degrees. The device was used in an arterial vessel with a verified diameter of at least 5 mm. There was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. No significant resistance or excessive force was encountered during shuttling down. The device storage temperature did not exceed 25°c. When retracting the sheath, they could not get everything to shuttle up. The device was not returned for evaluation. The product history record (phr) review of lot f2517606 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-device deployment jam¿ could not be observed as the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a sheath retraction issue during sealant deployment. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.